Event description:
It was reported that an asymptomatic patient presented in the hospital for reasons unrelated to the device. Upon interrogation, the pulse generator exhibited backup vvi operation. The patient was in stable condition during and post device interrogation. The device was explanted and replaced on (B)(6) 2017. The patient was in stable condition prior, during and post procedure.